Event description:
Olympus was informed that during an unspecified procedure, an error message was displayed on the esg-400, which stated to change out the thunderbeat device. The device was exchanged and the procedure was completed. There was no pt injury reported.

Manufacturer narrative:
The device was referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the users reported phenomenon. The device was attached to olympus test equipment. A probe check was performed on the device and the probe check failed. An error code u509 was observed. Both of the switches were checked and both failed testing. A visual inspection noted that the teflon pad was found to have normal wear. The proximal end of the device was inspected under a microscope and the probe was found fractured.